Event description:
It was reported that the patient's blood glucose levels reached 158mg/dl while wearing the pod for unknown duration. The patient stated that the pod was active and the cannula was properly inserted however did not see the pink slide, indicating a needle mechanism failure. Additionally, the patient reported receiving an error message indicating sensor not found.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.